Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure of the calcified, proximal, calcified diagonal artery, post-predilatation the 2.5 x 15 mm multi-link 8 stent could not cross the lesion. During removal of the stent delivery system from the anatomy, the stent dislodged and remained in the sheath. The procedure was completed using a 2.5 x 14 mm non-abbott stent. There was no reported adverse patient effect. There was reportedly a delay in the procedure due to the device issue; however, it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the multi link 8 stent delivery system (sds) noted blood visible in the guide wire exit notch, consistent with the sds being advanced into the patient anatomy. The stent implant was dislodged from the balloon and returned in a piece of gauze, confirming the dislodgement. The middle of the stent implant was kinked and flattened. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were kinks and bends noted to the sds. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was moderately calcified, which likely contributed to the reported failure to advance. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. Subsequent interaction of the sds during retraction would have then led to the stent dislodgement inside the sheath, causing a delay in the procedure. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.